Manufacturer narrative:
Device not accessible for testing: (4117/213): the distributor's fse tested the no. 1 battery and the no. 2 battery and both failed and could not be charged. The no. 2 battery has been used for more than 5 years and has reached the recommended replacement period in the manual, it is preliminarily judged to be caused by the aging of the battery. The fse has recommended to replace the battery with a new product to facilitate the use of the unit. The safety disk was also recommended to be replaced 600w times in the manual. The customer is currently borrowing a spare battery, additional information is being requested in regards to the status of the pump, and a supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) general hospital

Event description:
It was reported that during a routine inspection the cardiosave intra-aortic balloon pump (iabp) had a battery that cannot supply power normally. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, e2, e3, g3, g6, g7, h2, h4, h6, h10. The getinge distributor returned at a later date to replace the two spare batteries and the unit was cleared for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, g2, g3, g6, h2, h10.